Event description:
When cryo machine turned on, for a split second, the screen flashed between two different screens and then everything was fine. When pretesting the probe it would not manually pretest, so had to use the pre-test set up in the system. The pre-test performed just fine. Upon exiting, the pretest screen the doctor started to insert the probe, it was at this point that the cryo-machine started to purge helium through the system. I repeatedly pushed the off button but the machine did not respond, after about 20 seconds, the machine stopped at purging helium, unfortunately, it then kicked on and started flooding the lines with argon, I immediately reached over and shut off both of the argon tanks. Argon had been flowing for about six seconds and there was zero damage to the skin of the patient. I tried to reboot the system and when it came back online the screen kept flashing back and forth between two different screens and would not let me progress any further. I called the field rep to troubleshoot the problem but he was unable to help me. It was at this point that we abandoned the cs and went to another hospital to grab another unit and we came back and finished the procedure.

Manufacturer narrative:
Device evaluated by simulated us testing and found an open circuit in keyboard membrane. Device repaired and returned to user.